Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during inspection of the temperature indicator of the 10mm x 60mm x 135cm absolute pro self-expanding stent system at the distribution center, there was no issue with the temperature indicator but the inner pouch was found to be damaged. A hole was noted in the pouch. No damage was noted to the outer chipboard box packaging. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported damaged packaging issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported packaging issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.